Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who performed checks and found that the system's main board and parameter board were faulty, based on error codes 404,1043 and 1053. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the main board and front end board. The issue was resolved by replacing the main board and front end board, and the device was returned to use at the customer site.

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the system was giving an error, and the screen was frozen. The device was in use on a patient at the time of the event. There was no adverse event reported.